Event description:
A user on vacation in south africa reported encountering occlusion alerts while using their device, despite changing the infusion set multiple times and the cartridge once. There was no adverse impact on the user's blood glucose level. Technical support instructed the user to follow specific steps to address the issue, including disconnecting the tubing and delivering a bolus, which initially resolved the blockage issue. However, after changing the infusion set, the alarm recurred. The user planned to replace the insulin, cartridge, and infusion set again and was advised to call back if the problem persisted.